Event description:
It was reported that during a segmental resection splenic flexure procedure, the linear cutter jammed allowing only half section of the staple line. The case was carried out by using another linear cutter. There were no adverse patient consequences.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned. Additional information: which force was higher (firing, closing, or opening) the device? Firing the device. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.